Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient suffering from schlerotic bone had a spinal procedure performed. During the procedure, a holding pin was used in prepositioning the plate and upon trying to remove the pin, it broke off in the vertebral body. The surgeon decided to leave the fragment in the patient. The other portion of the pin was discarded and the surgery was completed with no complications. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.